Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor was removed after receiving a weak signal and it was found that sensor cannula was missing. Customer's blood glucose was 146 mg/dl. Sensor would be replaced.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor and found the sensor cannula was bent also stuck to the adhesive tape. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.